Event description:
Healthcare professional reported a right-side capsular contracture, baker grade unknown. Device explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported, a right side capsular contracture, baker grade unknown. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d9, h3, h6.

Event description:
The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe since it is not related to the device. As per the investigation procedure creases, wear abrasion and particles were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported a right-side capsular contracture, baker grade unknown. Device explanted.